Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), revealed tissue growth over the inflow cannula, extrinsic obstruction of the outflow graft under the bend relief, and discoloration of the driveline potting within the outlet housing. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. The device was returned assembled with the driveline (dl) severed approximately 10.5" from the pump housing. The remainder of the dl was not returned. The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and attached to the pump's inlet port. The apical sewing ring was returned attached to the inlet extension. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed a thin layer of fixed tissue growth which partially extended over the inlet extension. This tissue growth appeared well-adhered and did not appear to have contributed to any flow issues while the pump was supporting the patient. Examination of the blood-contacting surfaces of the pump revealed no evidence of developed or adhered depositions or thrombus formations which suggests that there was appropriate surface washing throughout the pump. Inspection of the outflow graft revealed multiple areas of deformation. The lumen of the outflow graft bend relief revealed tissue accumulation between the bend relief and outflow graft which appeared to have filled into the deformed areas of the graft, suggesting that the graft distortion had been present during support. Examination of the driveline potting inside the pump outlet housing (interior of the cable boss) found that the potting was discolored yellow and opaque with a smooth texture. This issue was determined to be cosmetic only and would not have contributed to any electrical issues. An electrical continuity test of the returned dl was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. Section 5, "surgical procedures," provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Rev. P, qap, hm ii percutaneous cable, p/n 105016, describes the methods and acceptance criteria for quality assurance incoming visual inspection of the hm ii percutaneous cable. Rev. J, vi, percutaneous cable 105016, heartmate ii, defines additional supplier requirements relating to purchase orders of the heartmate ii percutaneous cable. Rev. A, fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Evaluation of heartmate ii left ventricular assist system (lvas) confirmed tissue growth on the proximal end of the inlet extension, extrinsic outflow graft obstruction under the bend relief, and discoloration of the driveline potting inside the pump's outlet housing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.